Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex colonic stent was implanted to treat a malignant stricture in the transverse colon during a colonoscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician noted that the stent could not be resheathed prior to the reentrainment limit. The stent was prematurely deployed at an incorrect location. The physician decided to keep the stent implanted and the procedure was completed by bridging two other stents with the initial misdeployed stent. The patient's condition at the conclusion of the procedure was reported to be okay.